Event description:
A (B)(6) female underwent a left total knee replacement on (B)(6) 2011. On (B)(6) 2011, while the hemovac drain from the pt's left knee was being removed, the hemovac drain snapped. The pt returned to the operating room on (B)(6) 2011 for the removal of the retained drain.